Event description:
A trial patient reported she was trialing for both fecal and urinary. The patient stated stimulation was going to the right side, but the patient¿s left side was the uncomfortable side. The patient stated it felt like a dull ache and that was not normally there. Additional information from the patient reported it felt like the symptoms were worse than before starting the trial. The patient stated they were constipated for longer than usual. Additional information from the patient reported she felt her symptoms were worse than they were before the trial started. The patient stated she got the therapy to help with leakage of bowel and constipation as well as to make sure her bladder empties and that she urinates enough. The patient stated on (B)(6) she had not had a bowel movement since (B)(6). The patient stated she had been doubling up on her fiber taking 5 serving a day, (B)(6) in the morning with (B)(6) taking 2 tablespoons instead of what she normally does, and (B)(6). The patient had an appointment with the healthcare professional (hcp) on (B)(6). The patient stated she had tried increasing stimulation. The patient stated that she felt her bladder isn¿t always empty. The patient had 2 sides and had already switched from the right to the left on (B)(6). The patient stated she only did that for a day and then called the hcp and the hcp thought the patient should go back to the right side so she did. The patient stated she started out having a lot of urination during the day, which was good, but that slowed significantly since she increased stimulation. The patient stated she felt like the symptoms really ¿got going¿ again when she switched sides. The patient stated she felt her urinary side of thing was getting 50% symptoms relief and at one point 70%, but not her bowels. The indication for use is unknown.